Manufacturer narrative:
This report filed (B)(6) 2016.

Manufacturer narrative:
Device not yet received by manufacturer.

Event description:
Per the clinic, the patient experienced intermittencies with device use; however, the issue could not be resolved. The device was explanted on (B)(6), 2015, and the patient was reimplanted with a new device during the same surgery.